Event description:
Doctor reported that fifteen months after a bone graft and implant were placed using pepgen, biooss, bioguide and demineralized freeze dried bone, there was no osseointegration and an additional surgery was required to preclude permanent damage to a body structure that would not be trivial.